Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). Bilateral femoral access was obtained for intracardiac echocardiography (ice) and the non-boston scientific (bsc) transeptal puncture (tsp) devices. The tsp was completed but the guidewire became kinked while attempting to insert the was and tsp access was lost. A second tsp system and guidewire were inserted but were unable to be advanced into the right atrium. A third tsp system and guidewire were inserted but were unable to advance to the inferior vena cava. No pericardial effusion was evident on transesophageal echocardiogram (tee) and the laa closure procedure was aborted. After becoming hypotensive, the condition of the patient deteriorated. Blood transfusions were administered and cardiopulmonary resuscitation was performed. Epinephrine was given, a central line was placed, and the patient stabilized. The patient was transferred to the intensive care unit (ICU) and a retroperitoneal bleed was suspected. Several hours post index procedure the patient expired.